Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing intermittent elevated blood glucose levels. At the time of the report, the customer's blood glucose level was in the 600's (mg/dl) and it was addressed with a manual injection. The customer changed the cartridge, tubing, and site. A system check with tandem&#38112;technical support indicated that the pump, cartridge, and infusion set functioned as expected.